Event description:
On 6/5/08, abbott spine became aware of the following event as a result of a clinical study. In 2004, the pt underwent a l5-s1 minimal invasive surgery (mis). On an unk date, the pt was complaining of low back spasms and stiffness. The pain was not resolved. In 2007, the pt was re-evaluated in the dr's office. The pt was status post l5-s1 fusion with instrumentation for grade ii spondylolisthesis. On x-ray, it appeared that the screws in s1 are broken. The surgeon does not want to initiate a revision surgery at this time.

Manufacturer narrative:
No device will be returned. This medwatch was initiated to document an adverse events in a clinical study. Eval is pending.